Event description:
Our (B)(4) distributor reported that during receiving and inspection of this device, they found a pinhole in the sterile package. There was no patient involvement, injury or surgical delay resulting from the reported problem.

Manufacturer narrative:
To date, conmed linvatec has not received this device for evaluation. A photo of the defect was available for review which confirmed the reported problem. A follow up report will be sent upon receipt/completion of the investigation.